Event description:
Meter was reading inaccurately low. After feeling dizzy the pt tested with results of 108 mg/dland 110 mg/dl. Emergency services were contacted and on an unk meter the result was 132 mg/dl. The pt was not cleaning the meter correctly. When cleaned correctly the check strip was test within range, ck 81 82-108, cleaned ck 83 and within range, however the control solution test was not. C146, 160( 80-118) based on the information provided there is indication the product malfunctioned due to the control solution test failing twice, however there is no indication of a serious injury. The meter was replaced. Control solution was sent.